Manufacturer narrative:
Pr (B)(4). Follow up for device evaluation. It was reported there is blurry printing on the syringes. To aid in the investigation, seven samples in sealed packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed. The samples have a light scale marking printing. The photo provided shows a syringe with no packaging blister and a light scale marking print. The light printing is considered an acceptable imperfection. No other defects or imperfections were observed. A device history record review was completed for provided material number 309653, lot 4080153. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but acceptable.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The luer lock syringe has blurry printing on the markings.